Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm displayable history crc check failed on status. Customer's blood glucose at time of incident was unknown. Customer stated temp basal was not programmed before the alarm. Customer stated the pump is not in spanish language. The customer was advised that the device would be replaced. Customer's mother was offered to troubleshoot for the alarms and skin irritation but declined.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. Several displayable history alarms were found in the history file. The alarms were due to a corrupted history file. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. No unexpected restart, external ram or reset alarms were noted. Cleared the user settings and programmed the pump with the current time and date. Monitored for several days and no unexpected check settings alarm occurred. The pump had a cracked reservoir tube lip.